Event description:
It was reported the impactor fractured. No pieces fell into the patient. All pieces were recovered. No patient impact. No additional information.

Manufacturer narrative:
(B)(4). Visual examination of the provided photo found signs of repeated use and the impactor fractured in half. The device was not returned for further evaluation. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint was confirmed. The device has a potential field age of 9 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device due to repeated use. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.